Event description:
Customer reported via phone call that the insulin pump alarmed no delivery and customer is experiencing high blood glucose. Customer's blood glucose was 582 mg/dl; treated with manual injection and it went down to 60 mg/dl. Blood glucose reading the day of the call was 361 mg/dl. The customer had eaten and blood glucose went up to 582 mg/dl. The customer was with spouse and did not feel well. The customer treated with the insulin pump and manual injection. The customer had disconnected at the quick release and insulin did exit. The cannula was inspected and it was not bent. The customer disconnected and reconnected the infusion set and reservoir and customer stated that when reconnecting the second time it clicked. Customer noticed that the infusion sets and reservoirs were expired. Customer was advised to discard any expired products and to change the entire set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.